Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-7.5/1.0/038 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchaged for a different diopter lens due to transient loss of bcva. This exchange resolved the problem.